Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-may-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-jul-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de/ catalog #: 1650de / expiration date: 31-jul-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-jul-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were exhibiting abnormal battery behavior as they turn on and turn off. It was also stated that the controller alternating current (cac) adapter was connected over night with a battery source and the battery depleted while plugged into alternating current (ac). The ac power cable was changed to the secondary ac power cable and the problem resolved. The batteries and the cac adapter remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller alternating current (cac) adapter and eight batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minutes interval. Analysis of the data log file revealed several momentary disconnections involving (B)(6), which likely explain the reported batteries ¿turning on and off¿ event. Log file analysis also revealed several instances in which a battery slowly depleted while an adapter was connected to one power port as the active power source and a battery was connected to the other power port. This is normal battery behavior as a battery will slowly discharge over time when connected to the controller as the secondary power source due to normal power consumption. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the battery depletion event can be attributed to normal battery power consumption behavior. The most likely root cause of the reported batteries ¿turning on and off¿ event can be attributed to momentary disconnections between the controller and batteries. An internal investigation was initiated to capture momentary disconnections. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 additional products: h3: yes d4: serial #: (B)(6) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.